Event description:
The hospital informed that the dose data, which was acquired and implemented by the hospital into the brainlab treatment planning software in (B)(6) 2003, was found to be incorrect for small treatment fields shaped by the brainlab conical collimators. As a result, unintended radiation dose might have been delivered to pts when using those small treatment fields. Brainlab brainscan treatment planning software version 5.31 is involved. No failure of the brainlab device was stated by the hosp.

Manufacturer narrative:
The number of potentially concerned pts at this hosp and potential clinical consequences - if any- are unk to brainlab. The erroneous dose data had been implemented by the hosp into the brainscan treatment planning software in (B)(6) 2003. Erroneous dose data implementation by hosp potentially resulting in unintended pt treatment. The brainlab instructions for the according dose data acquisition by the hosp were correct and completed. There was no quality or performance issue or malfunction of brainlab equipment. Corrective and preventive actions: there was no quality or performance issue or malfunction of brainlab equipment. Nevertheless, brainlab intends to provide a safe use reminder to existing brainlab radiotherapy treatment planning software users.